Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the USA, it is similar to a device currently marketed for sale in the USA.

Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, mildly calcified, 90% stenosed, de novo, mid right coronary artery (rca), the 2.5 x 12 mm tenku balloon dilatation catheter (bdc) successfully crossed the lesion and during the first inflation at 8 atmosphere (atm) the balloon ruptured. A different tenku bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.